Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify a smoke damage on the power module and that the device could not power on with ac only. The technician replaced the power pcba and eos power module to repair device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac). It was found that power pcba had a smoke residue on pcba material but was still functional. It was found that eos power module had a shorted capacitor and an open fuse, which are the causes of the reported issue.

Event description:
The customer contacted stryker to report that when plugged in, their device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that when plugged in, their device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.